Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the gas consumption rate or volume (liter/minute)? 9mmhg. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? No. Air leaked while no device was being inserted. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic lar procedure, air leaked in about 30 minutes. A hissing noise was heard from the device. A forceps, ultrasonic and rf device were inserted to the trocar. The gas consumption rate was 9mmhg. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned with the seal of the universal seal assembly opened; however, it could not be determined what may have caused this condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90771 expiration date: 12/2015 manufacturing date: 01/2011 (B)(4) leak failure (B)(4).